Manufacturer narrative:
Insulin pump received with normal operating currents and passed the self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies noted. The motor was tested outside the device and passed. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl and the insulin pump alarmed motor error. The customer stated that they have changed their set three times, treated and the blood glucose went down to 475 mg/dl, but went up to 600 mg/dl again. The customer was assisted with motor error troubleshooting. The customer stated that the drive support cap appeared normal. The customer stated they were told not to take off the insulin pump during an ultra sound, when asked if the insulin pump was exposed to high magnetic fields. The customer was able to complete pump rewind but the alarm history contained more than motor error within the last 30 days. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for the high blood glucose readings was not performed. The insulin pump will be returned for analysis.